Event description:
The patient received his scs system on (B)(6) 2007. On (B)(6) 2010, it was reported that the magnet option had not been working for the past 6 months. A company representative verified that the magnet option was on but the ipg did not respond to the magnet. A new magnet was shipped to the customer. The patient reported that the new magnet did not work either. No additional information is available at this time. This report is being submitted as a precautionary measure as similar reported events have occasionally resulted in the explants of the device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.